Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. Patient reported that the infusion set cannula was bent the insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. No further information available.